Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported smoking and overheating of a pump observed during an unspecified infusion. The pump was taken out of the area and replaced in order for the infusion to continue; there was no patient harm.

Event description:
The customer reported smoking and overheating of a pump observed during unspecified infusions. The pump was taken out of the area and replaced in order for the infusion to continue; there was no patient harm.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.